Manufacturer narrative:
(B)(4). Batch # r5865x. Photo evaluation: three pictures were provided. First picture shows the anus, with the dilator placed on it, suture was observed around the circle. Second picture shows the device, the instrument is showing the proximal part and the knife and some staples in b-form shape into the pockets can be seen. Third picture shows the device place into the anus. Based on the pictures alone no conclusion could be reached on how the reported event occurred. Please refer to the device analysis for full analysis details and conclusion. Device evaluation: the analysis results found that the pph03 device arrived with no apparent damage without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a pph procedure, when finishing surgery, surgeon checked and found that stapler only completed 3/10 cutting area. There was a few reload in tissue, a few was stuck in stapler and the most reload were felt in the floor. A mount of missed blood was about 500cc, no indication to add blood to patient. Surgeon conducted to stop bleeding and sealed 7/10 cutting area. It took extra 45 minutes. There were no patient consequences reported.